Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer's biomed that the device will not pass the user test. Also, the device will not recognize the paddles, nor the hands-free cable. There was no pt use associated with the reported failure.